Event description:
Legal papers state that the plaintiff had a left knee replacement surgery in the early 1990's and in 2000 pt went back to their dr with severe left knee pain. Pt was diagnosed with a worn tibial insert caused by polyethylene deterioration and underwent revision surgery 2000.